Event description:
(B) (4) has received an attorney letter on 01/26/09 and alleged that when the claimant was attempting to sit on a rollator for the first time and when she did so, the right front wheel came off the device causing it to lurch forward throwing her to the ground. The claimant allegedly suffered a fracture of her left shoulder and hospitalized for three days. The item number and serial number of the rollator is unknown to (B) (4) at this time. This MDR report is based on the attorney letter.